Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred approximately 15 times. There was no report of patient impact. The following information was provided by the initial reporter: they ordered 4 case of 305916, they were not having an issue with the syringes, just the needle. It was not every needle, but it was enough for them to complain about the blockage.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred approximately 15 times. There was no report of patient impact. The following information was provided by the initial reporter: they ordered 4 case of 305916, they were not having an issue with the syringes, just the needle. It was not every needle, but it was enough for them to complain about the blockage.